Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00223 on 09-sep-2024. Corrected information (11-oct-2024): in the initial report inadvertently, the 3rd repeat result was mentioned as 4.4 mmol/l under section b6; however, the correct 3rd repeat result is 4.6 mmol/l. Additional information (24-sep-2024): siemens further evaluated the event and ruled out reagent issues as quality control (qc) recovered within acceptable ranges. The service activities mentioned in the initial report and the routine troubleshooting actions performed by the cse, described in initial report, resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated potassium (k) results were obtained on a patient sample on the dimension exl 200 instrument. Quality control (qc) and calibration were valid at the time of sample testing. Prior to the erroneous result, the customer changed the x0 tubing, and lubricated pressure foot bar, a siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse cleaned the rotary valve and integrated multisensor technology (imt) system, replaced the x seal, adjusted the pump rate, aligned the sample probe to port, performed condition and dilution check, and ran calibration and qc, which recovered acceptably. The cause of the falsely elevated k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that a falsely elevated potassium (k) result was obtained on a patient¿s plasma sample on the dimension exl 200 instrument. The initial result was not reported to the physician(s). The plasma sample was auto repeated by the instrument and the sample recovered falsely elevated. The customer repeated the sample again on the original instrument twice. The latter repeat results recovered lower than the initial result and matched the patient¿s previous results. The repeat results were considered correct, and the result of 4.4 mmol/l was reported to the physician(s). The customer also processed a serum sample of the same patient in triplicate on an original instrument and the results recovered lower than the initial plasma results. The serum sample was also sent to an alternate facility, where the sample was tested for troubleshooting purposes. The results obtained at the alternate facility recovered lower than the erroneous results. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated k results.